Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) received 16 inappropriate shocks in two episodes. Therapy was exhausted in both episodes. Boston scientific technical services (ts) reviewed detection enhancements and current device programming. Ts discussed increasing the rate-cut off would not stop the device from treating this rhythm and discussed the rate may need to be controlled with non-device means. No adverse patient effects were reported.